Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/28/2025, the user¿s caregiver reported that the ilet device screen was cracked and the display was unreadable, beginning approximately three days prior. Blood glucose levels were not affected. A replacement device was requested and provided. No hospitalization, treatment, or long-term health effects were reported.